Event description:
On the night or (B)(6) 2019, I went to the ER due to excruciating bladder pain. After being told I have a bladder infections, o took antibiotics for a week and did not feel better. I went back twice the same week with no answers. They assumed I may have a kidney stone due to throbbing pain in my left kidney as well. I was then referred to a urologist. He found no kidney stones on CT scan. I went back to my pcp. They ordered x-rays and a transvaginal ultrasound to rule out ovarian cysts. All reports came back negative. I have been in and out of the ER due to extreme and worsening symptoms which included kidney pain, fainting, bladder pain, and overall inflammation throughout my body. All bloodwork and labs returned ¿normal¿.